Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes was/was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes contained fm

Manufacturer narrative:
Date received by manufacturer corrected to 11/18/2016.